Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd angiocath¿ IV catheter after insertion. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the procedure of catheter insertion, blood leakage occurred."

Manufacturer narrative:
H.6. Investigation summary: bd received a 24 gauge angiocath unit from lot 8351721 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit but could not identify the reported defect. It was then sent for a computed tomography scan. Based off the scan results the engineer was able to identify the reported damage to the catheter and verify the reported issue. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd angiocath¿ IV catheter after insertion. The following information was provided by the initial reporter, translated from japanese to english: "during the procedure of catheter insertion, blood leakage occurred."